Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for unknown indication. It was reported the patient never had therapeutic effect. The patient reported he ¿didn't have any luck¿ with his stimulator. The patient clarified he was referring to not having effective therapeutic results. The patient had already spoken with his healthcare provider and declined troubleshooting during the call. The patient was redirected to follow-up with the healthcare provider to discuss symptoms and programming. Additional information was received on november 12, 2018 from the patient and from a healthcare provider (hcp). The hcp was sent follow up questions but they responded that they hadn't seen the patient since february 2016. The patient was contacted to obtain additional information and they reported that their ins was working fine. They explained that they had met with reps for reprogramming sessions and tried different settings but none of the programmed settings worked well enough for them. They stated they think the problem is just their body or could possibly be due to the placement of the ins when it was implanted. They met with their doctors on november 12, 2018 to discuss a back surgery they are going to have. At that meeting, the doctor told the patient they would take out the stimulator device during that surgery per the patient's request. The date of the back surgery was unknown as of november 14, 2018 because the patient still needed to get a CT scan that has to be done before the back surgery can occur. They confirmed the back surgery is not related to the device or therapy and commented that they are a disabled veteran. The patient reported they figure the back surgery will resolve their pain better than the device did, and they will no longer need their stimulator, which is why they want it removed. No further complications were reported or anticipated.